Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (reason). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts to obtain additional information have been made; however, no more is available. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06090.

Event description:
It was reported that a patient noted to have right hip bursal injection approximately one year post implantation. No revision surgery is being planned at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Devices history record (DHR) was reviewed and no discrepancies found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.